Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: patient diagnosed with vein of galen malformation. Physician decided to embolize it with coils. Guiding sheath and guiding catheter were used. Microcatheter tracked over guidewire to the fundus of vog malformation. Physician took cosmos18 16 x 52 to deploy. While pushing the coil through the microcatheter, physician experienced lot of resistance. So, physician decided to resheath it out. While trying to resheath the coil, physician observed that coil got prematurely detached. Physician could retrieve both, the coil and pusher after lot of manipulation. Finally, physician took another 2 cosmos coils and deployed through the microcatheter to pack the malformation. All final dsa runs were clear, hence physician decided to stop the procedure. The physician took the coil and the pusher wire out along with the microcatheter, then separated the coil and pusher wire from the microcatheter, reintroduced the same microcatheter to complete the procedure. To retrieve the coil, the physician pulled back the pusher wire gently multiple times. The coil was still inside the microcatheter. The physician kept gently pulling the microcatheter back all the while under fluoroscopy, to check the coil doesn't slip out of the microcatheter. After getting it down considerably into the ica, the physician navigated the guide catheter up into the ica to retract the coil and microcatheter system into it. No other devices were used. No snare was used. The coil and the microcatheter assembly was pulled into the guiding catheter and taken out. Patient extubated will all limbs moving and obeying all commands of treating physician.

Manufacturer narrative:
Correction: added "foreign" in report source in section g. Items returned for evaluation: pusher. Items not returned for evaluation: implant, microcatheter. Only the pusher was returned for evaluation. The pusher bodycoil was found stretched from the attachment bond to the pusher heater coil. The attachment monofilament could not be found within the pusher. The investigation of the returned coil system found the pusher bodycoil stretched from the attachment bond to the pusher heater coil; furthermore, the attachment monofilament was not present in the pusher. The implant was not returned for evaluation. Without the return and evaluation of the implant and monofilament, the investigation is unable to determine the mode of separation. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched pusher, but stretching is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
As reported: patient diagnosed with vein of galen malformation. Physician decided to embolize it with coils. Guiding sheath and guiding catheter were used. Microcatheter tracked over guidewire to the fundus of vog malformation. Physician took cosmos18 16x52 to deploy. While pushing the coil through the microcatheter, physician experienced lot of resistance. So, physician decided to resheath it out. While trying to resheath the coil, physician observed that coil got prematurely detached. Physician could retrieve both, the coil and pusher after lot of manipulation. Finally, physician took another 2 cosmos coils and deployed through the microcatheter to pack the malformation. All final dsa runs were clear, hence physician decided to stop the procedure. The physician took the coil and the pusher wire out along with the microcatheter, then separated the coil and pusher wire from the microcatheter, reintroduced the same microcatheter to complete the procedure. To retrieve the coil, the physician pulled back the pusher wire gently multiple times. The coil was still inside the microcatheter. The physician kept gently pulling the microcatheter back all the while under fluoroscopy, to check the coil doesn¿t slip out of the microcatheter. After getting it down considerably into the ica, the physician navigated the guide catheter up into the ica to retract the coil and microcatheter system into it. No other devices were used. No snare was used. The coil and the microcatheter assembly was pulled into the guiding catheter and taken out. Patient extubated will all limbs moving and obeying all commands of treating physician.